Event description:
Cardiologist performing procedure using rotocatheter. He reports the foot pedal was defective and wouldn't activate the rotocatheter, so rotocatheter was not inserted into pt. Procedure cancelled. Next day, procedure performed and pt died in the cath lab. The doctor believes the pt had a massive heart attack. (B)(4) (product analyst ii) in post market surveillance with boston scientific made aware of incident.